Manufacturer narrative:
(B)(4). The date of onset of the peritonitis event was unknown. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested with orange and cloudy effluent. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotics. The patient¿s fluid was reported to have cleared and was recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time.